Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler contacted fresenius technical services for assistance with cancelling a pd treatment due to a medical emergency. Upon follow up, it was reported the patient had to discontinue treatment on the liberty select cycler on (B)(6) 2022 due to a suspected stroke, characterized by a slight unilateral facial droop. The patient was safely disconnected from the cycler and transported to the emergency department (ed) by relatives. The patient was diagnosed with a transient ischemic attack (tia) in the ed and admitted to the hospital the same day. The patient¿s tia resolved the same day as admission without medical intervention and the patient remained hospitalized for observation. The patient did undergo ccpd therapy on a hospital provided non-fresenius products for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of a tia, characterized by a slight unilateral facial droop. It is well known patients with chronic renal dysfunction are at a greater risk of stroke, particularly in the environment of cardiovascular disease. The cause of the patient¿s tia can be attributed to the patient¿s multimorbidity with the root cause associated with the patient¿s hypercoagulopathy as reported by a medical professional. This is further evidenced by the patient¿s medical history involving a previous ischemic event (mi, exact date unknown). Therefore, the liberty select cycler can be excluded as a root cause or contributor to this adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler contacted fresenius technical services for assistance with cancelling a pd treatment due to a medical emergency. Upon follow up, it was reported the patient had to discontinue treatment on the liberty select cycler on 2022-07-11 due to a suspected stroke, characterized by a slight unilateral facial droop. The patient was safely disconnected from the cycler and transported to the emergency department (ed) by relatives. The patient was diagnosed with a transient ischemic attack (tia) in the ed and admitted to the hospital the same day. The patient¿s tia resolved the same day as admission without medical intervention and the patient remained hospitalized for observation. The patient did undergo ccpd therapy on a hospital provided non-fresenius products for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 2022-07-13. The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.